Event description:
It was reported that the customer had normal blood glucose levels of 70 mg/dl. The wife of the customer reported a button error alarm from the insulin pump. The wife of the customer reported that the insulin pump was exposed to moisture. The customer reported that the buttons of the insulin pump were not pressed for more than three minutes. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4)